Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was paired to the dexcom mobile application but failed to pair to the ilet, and the agent instructed the user to disable the phone¿s bluetooth and reenter the pairing code into the ilet. No adverse clinical symptoms reported. Outcomes included user inconvenience and the need for troubleshooting. User support included customer service troubleshooting and user education focused on bluetooth connectivity and pairing workflow. Investigation of this case revealed a pairing failure limited to the ilet, consistent with a connectivity or setup issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error related to bluetooth pairing.